Event description:
It was reported that following a non-device related surgery, a check of the implantable pulse generator (ipg) device was performed and atrial and ventricular leads thresholds were elevated. It was also reported than an x-ray was ordered and came back normal, but thresholds were still elevated and unipolar paced polarity was causing diaphragmatic stimulation. It was further reported that the patient is programmed to vvi 45 but flywheel was causing elevated pacing rates so it was turned off. It was later reported that no additional intervention was taken, however the patient is scheduled for follow up. The atrial lead was programmed off and the device and ventricular lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.